Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 22 feb 2017 arjohuntleigh received complaint that involves the adjustable strap and handle which is a component part of the optional lifting pole accessory - intended to assist a patient in moving or turning on the arjohuntleigh beds, or when entering and leaving the bed. Based on the information collated to date, provided problem description and photographic evidence, the involved adjustable strap and handle (part number 805.855) was manufactured by (B)(4) company. In the customer complaint it was indicated that the belt retractor housing which provides the adjustment of the strap was broken. Several pieces were rejected. One piece of the handle (triangle) fell onto patient's face. The break has occurred as the handle came under load while patient catched the handle in order to raise himself. As a result, the patient sustained a bleeding from the gums and two front teeth. The injury did not require any medical intervention, nor the injured has been taken to the hospital as an effect. The patient's condition was reported to be monitored. In jan of 2010 arjohuntleigh issued a field action (fsn 01/2010/medical bed division) related to the adjustable strap and handles manufactured by (B)(4) company, following a notification from them that review of the performance of the strap and handle products had identified a risk that the part of the strap retracting mechanism may break whilst in use. (B)(4) advised the potentially defective parts were produced between january 2007 and january 2009. The adjustable strap and handle involved in this event does not fall within the scope of this field action as it has been manufactured in march 2009. Moreover it was confirmed that claimed handle has been in use for almost 8 years at the time of the event (february 2016). Accessory instruction for use (e.g. #746 439_6), which is supplied with each lifting pole (ent acc01 and ent acc03), warns the user that the operational life of the strap and handle is 5 years when used and maintained in accordance with the manufacturers' instructions. After this time the entire unit should be replaced. Additionally, the strap and handle should be inspected regularly. If any sign of wear or damage is found, the user shall remove it from use immediately and replace the complete unit. It appears that this particular failure is probably the result of prolonged use outside of the recommended operational life time of the strap and handle. In order to reduce the risk of using defective/damage adjustable strap and handle even further, each products (with which the accessory can be used) instruction for use - in section care and preventive maintenance - informs the user that lifting pole strap and handle need to be examined daily and warn that failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and career/user. We have not received from the customer any service/maintenance history against the referenced complaint, so we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. In light of these information, we found reasonably to provide to the customer current revision of the instruction for use - especially the part about frequency and steps of preventive maintenance in order to prevent similar incidents from reoccuring. In summary the device that failed to meet specifications, was being used at the time of the event for the patient treatment and therefore played a role in the event, causing a minor injury. The bleeding gums as reported in this event does not meet the definition of a serious injury as defined in 21 cfr 803.3 however having in mind former history of the complaints related to adjustable strap and handle it has been decided to report this event based on the potential of harm upon recurrence. Based on the collected information and findings made during the inspection of the involved device this particular failure is most likely the result of prolonged use. Compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. Given the outcome of our investigation we shall continue to monitor for any further events of this nature.

Event description:
On 2017-02-22 arjohuntleigh has been informed that the retraction mechanism which is a part of the adjustable handle and strap broke and the handle fell onto the patient. The incident took place while patient caught the handle in order to raise himself. As a result, the patient sustained a bleeding from the gums and two front teeth. The patient did not require any medical intervention, nor was taken to the hospital for further treatment.